Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
Patient underwent an index and revision surgeries outside rothman institute. On (B)(6) 2017, the patient was revised for tka loosening. With exchange of all components to a hinge tka. 5 months later a new revision is performed for instability, exchanged all rotating hinge components, and distal femoral component.